Manufacturer narrative:
Analysis of the lead lot number va1ak9y revealed the battery had reduced analysis identified that the outer insulation of the lead was twisted. Analysis identified that the 2 and 3 conductor(s) was/were broken at the proximal end of the lead as the result of factors beyond intended reliability. Analysis of the implantable neurostimulator (ins) (B)(4) revealed no significant anomaly. Passed functional testing; however the setscrew was backed out too far. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# va1ak9y, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). In response to the inquiry of when the patient first started experiencing the return of symptoms, the rep replied that they were not aware until the date of battery replacement and that they had asked the office to look at the health care physician (hcp) notes; however, the office hadn't yet responded. The rep reported in regards to the inquiry of unknown answers and if the rep had contacted the hpc/account that they had texted the nurse for the questions and the nurse had only replied with the patient¿s weight in the response. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1ak9y, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the manufacturer representative (rep) that the patient had been seen at the health care physician¿s (hcp¿s) office for their bladder symptoms had returned/the patient had a change in bladder symptoms due to battery depletion or end of life. The rep reported they could not communicate with the device and it was assumed that the battery was at end of life. The rep noted the patient did not report any falls or trauma to the device. The rep reported that as they could not communicate with the device on (B)(6) 2019 the device (the full interstim system) was removed and replaced on (B)(6) 2019. During the procedure it was observed that the lead was not seated in the igm (ins)/it appeared the lead was not connected to the ipg (ins) and that a small fragment of the lead was found in the pocket site. The rep noted that the remaining lead was removed. The rep noted they were not sure if the lead had been cut during the pocket excision. The rep reported the patient was implanted with a new lead and ins and that the issue was resolved at the time of the report. The reported they had the lead and the ins in their possession and that they would be returned to the manufacturer company for analysis. There were no further complications reported.